Event description:
It was reported that during an unknown procedure, the raw material of the tip was released. The equipment was activated only for five minutes. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.